Event description:
New information received noted that the rv lead was capped and replaced on (B)(6)2021. The patient was stable.

Manufacturer narrative:
Additional information: a2 - patient age; e1 - phone number; b1, b2, b5, h1 - updated event type;g2 - company representative; h6 - updated codes.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, pacing inhibition and high ventricular rate (hvr) due to noise oversensing on the right ventricular (rv) lead were observed. High, out of range, pacing impedance was also noted. Lead damage was suspected. Programming changes were made. Lead replacement was mentioned. The patient¿s symptoms were noted.